Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to high level of laxity in flexion/extension.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of increased soft tissue laxity, inadequate flexion of implants, or improper alignment or size of the prosthesis.

Event description:
Index surgery: (B)(6) 2011. Revision due to high level of laxity in flexion/extension.